Event description:
Caller reported blood glucose results of 347 mg/dl at 2109, 163 mg/dl at 2110 on the performa nano system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reported the system switched from subtraction mode to roadmapping mode during an angiography. No pt injury was reported.